Manufacturer narrative:
A field engineer visited the site and verified that the metering probe, wash station, vacuum and pressure were all performing as expected. The fe was unable to duplicate the customer's observations. The customer performed qc and run multiple tests without any issues. The instrument has returned to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4)

Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid into the reagents resulting in possible contamination. No erroneous results reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.